Manufacturer narrative:
During follow-up, the patient said there were no defects or malfunction with the ultra m12 units. The patient said he did not have any units of the same lot left to report the lot number.

Event description:
Intermittent catheter patient (user) reported he acquired an infection while using the ultra m12 catheters, but did not specify it was the catheters that caused the uti. During follow-up, the user reported he was prescribed an antibiotic and completely recovered from the infection.